Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone since (B)(6) 2015 and prednisone from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraine") and mood swings ("hormonal changes describe:mood swings"), 7 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), malaise ("feeling sick"), vomiting ("throwing up"), coital bleeding ("bleeding after having sex every time / bleeding during intercourse") and metrorrhagia ("bleeding between menses / spotting on and off between periods "). The patient was treated with famotidine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, nausea, headache, mood swings, dysmenorrhoea and alopecia had resolved, the migraine and back pain was resolving and the malaise, vomiting, coital bleeding and metrorrhagia outcome was unknown. The reporter considered alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, headache, malaise, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6)-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone since (B)(6) 2015 and prednisone from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraine") and mood swings ("hormonal changes describe: mood swings"), 7 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headache"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), malaise ("feeling sick"), vomiting ("throwing up"), coital bleeding ("bleeding after having sex every time / bleeding during intercourse") and metrorrhagia ("bleeding between menses / spotting on and off between periods "). The patient was treated with famotidine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, nausea, headache, mood swings, dysmenorrhoea and alopecia had resolved, the migraine and back pain was resolving and the malaise, vomiting, coital bleeding and metrorrhagia outcome was unknown. The reporter considered alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, headache, malaise, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : lot number was added. Event injury was replaced with events ¿hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, nausea, pain, hair loss, back pain, feeling sick, throwing up, bleeding after having sex every time / bleeding during intercourse, bleeding between menses / spotting on and off between periods. New reporter contact information was added. Patient¿s information was updated. Patient¿s demographics were updated. Concomitant medications were added. Medical history was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.